Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or add'l info becomes available, a supplemental report will be sent.

Event description:
Report received from the (B)(6) stating that the device displayed an error message on the console. It is known that the device was being used in surgery. It is known that no injuries or medical intervention were reported and no delay occurred. The date of the event is unk. No add'l info is available.